Event description:
The lag screw migrated upward through the pt's extremely osteoporotic femoral head and pelvis into pt's peritoneal cavity. This led to damage of pelvic vessels and ultimately the pt's death.